Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced shortness of breath while performing peritoneal dialysis therapy. This occurred during an unknown cycle of peritoneal dialysis therapy. The patient was hospitalized. The cause of the event was not reported. Treatment for the event was not reported. At the time this report was received, peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.